Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approx 13 years post cataract surgery there is "plaque on posterior aspect of iol". The pt noticed a decrease in his vision and laser (yag) is scheduled to address plaque on iol. This event refers to the pt's right eye.